Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the system would not finish self-test as right master tool manipulator (mtm) on the surgeon side console (ssc) would not finish homing. The fse re-calibrated the mtm to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm was moving on its own. Further information indicated that the right master tool manipulator (mtm) was unable to home, and a message appeared instructing to ensure the cart was level. It was also noted that the system was not connected to onsite, preventing the review of error logs. Plans were made to use another system for upcoming procedures while the affected system required further inspection. The procedure was completed with no reported injury.